Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cce service were disconnected and not properly shutdown. A technical support specialist rebooted for windows updates to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was disconnected and machines are on critical override. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.